Manufacturer narrative:
Investigation summary: bd received 48 samples for investigation. Twenty of the customer samples were randomly selected and inspected for hub/collar separation and defective locking mechanism. The samples passed testing as the safety shields were able to be activated properly with no signs of damage, device separation, or needle breakage. Additionally, 20 retain samples were inspected for hub/collar separation and defective locking mechanism. The samples passed testing as the safety shields were able to be activated properly with no signs of damage, device separation, or needle breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: breaks off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the cannula is breaking on an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ blood collection needle, the cannula is breaking on an unspecified number of units. No adverse impact was reported regarding the patient or user.